Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 701372 lead. Implanted: (B)(6) 1990. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited impedance of greater than 9,999 ohms. In addition, there was record of undersensing and pacing failure. A fracture of the ra lead was suspected. The device was reprogrammed and the ra lead remains in situ. No patient complications have been reported as a result of this event.